Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer and health care provider (hcp) reported that the patient had surgery on (B)(6) 2016 to reposition the device. The implantable neurostimulator (ins) appeared in proper position, but the patient had a problem with their remote and couldn't change programs. Since then the patient programmer did not have all the programs and only had the general setting. The programmer was in reduced mode. The patient was moving and wanted to know what would happen if they didn't get the device programmed now. The programmer showed therapy was on at 1.3v. The patient's ins was reassessed or reprogrammed on all 4 programs on (B)(6) 2016. There was no loss of settings and the patient had a problem with their remote to change to other programs. The patient's loss of settings had been resolved. The patient was instructed on how to use their remote and it was reviewed what the buttons and dials meant on their remote. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.